Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer was treated with food. Customer did not feel ok to do troubleshooting for low blood glucose level. It was unknown that customer was using auto mode or not. The pump will not be returned for analysis.